Event description:
It was reported the pt experienced pain and inflammation at the anchor site. Reportedly the pt has an appointment with the implanting physician.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.